Event description:
It was reported that a patient never had therapeutic effect since implant and had therapeutic effect for half a day but otherwise had no therapeutic effect. The patient didn¿t need or want the device and wanted the implantable neurostimulator (ins) explanted. It was later reported on (B)(6) 2014 that patient had the device removed it did not work for patient. No planned interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v440525, implanted: (B)(6) 2010, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient&#38112;implantable neurostimulator (ins) was removed a couple of years ago due to it never working. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation.

Event description:
Additional information received from the consumer reported that the patient felt very alone when it came to advice and tips on how to work with their health care provider (hcp). The patient didn't ask the right questions. The patient had 1 exam with their hcp and the manufacturer representative. A lot of the problem was that the patient spent 6 months in another state and 6 months at home and they just had it. The patient wore it for 5 years and it actually worked once for 1 day early on. The patient did not need something else in their body that did not work and when they had it taken out it made very little difference. The patient just used more pads and it was aggravating.